Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator displayed elective replacement indicator (eri) after 44.0 months of service. Concern was expressed regarding the rate of depletion over the six-month period preceding explant. No adverse patient effects were reported.